Event description:
Customer reportedly obtained results of 109 mg/dl, and 33 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, the system is unavailable for return.